Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had a system revision due to device almost eroding through the skin. It was also reported that there were no evidence of infection. There were no additional adverse patient effects reported. The ra lead was explanted.